Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: occurred during a laparoscopic hernia repair procedure. While toggling the device, the needle and suture fell out of the jaws. The needle was missing in the patient and further digging around was needed to find it. Suture was pulled and then the needle detached from the suture because it was in the tissue. The needle was left in the patient per the surgeons discretion. The surgical time was extended by more than thirty minutes.